Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse cleaned the flowcell, replaced the carbon bridge and the sodium reference electrode to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided.

Event description:
The customer reported erroneous low patient results for ise (ion-selective electrode) were generated on the unicel dxc 600 pro synchron analyzer. The erroneous patient results were not reported out of the laboratory. There was no change in patient treatment in association with this event. Quality control was within the laboratory¿s established ranges prior to event.